Event description:
It was reported by the rep the device was used during a colon resection. It was reported the circular stapler would not fire. They were not able to close the stapler. In order to finish they pulled autosuture circular stapler and had no problem. There was no consequence to the pt.